Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has completed evaluation on (B)(4) 2014. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. An additional observation not reported was a derailed grip cable. The grips can still fully open and close properly, but movement and functionality was not precise. Further observation not reported by customer was insulation damage on the distal end of the main tube. Material was missing. The surface of main tube appeared to be scraped off. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument cable was frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.